Event description:
The customer reported receiving an aa33 alarm from the insulin pump, and the device being stuck in the rewind loop. There was no significant event reported leading up to the alarm or the rewind issue. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 140 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test at due to faulty force sensor resistor. The device had minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.